Event description:
The reporter stated that an anterior capsular tear occurred prior to the surgeon inserting an aa4203tl single piece silicone lens with toric optic. After the lens was inserted, the capsular bag was unable to support the single piece lens. The incision was enlarged to remove the lens and to replace with a three piece lens. No vitrectomy or suture were required. A competitor's phacoemulsification system was used.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.